Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion third party service technician was able to verify the customer's reported issue. Bench testing revealed a faulty internal battery. The service technician replaced the internal battery and the reported issue was resolved. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that lap top ventilator internal battery would not last more than 10 minutes fully charged. The customer confirmed there was no patient involvement associated with the reported issue.